Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the device recorded a critical ram parity error. The power on reset severity is considered low, and the device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the device recorded a critical ram parity error. The power on reset severity is considered low, and the device should be able to fully recover after the reset.

Event description:
It was reported that the device had a power on reset. It was noted the patient had undergone a colonoscopy and an endoscopy. It was later reported that the rv lead impedance was trending down and the ra lead impedance was low. The leads were capped and the device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the device had a power on reset. It was noted the patient had undergone a colonoscopy and an endoscopy. It was later reported that the right ventricular (rv) lead impedance was trending down and the right atrial (ra) lead impedance was low. The leads were capped and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a power on reset. It was noted the patient had undergone a colonoscopy and an endoscopy. It was later reported that the rv lead impedance was trending down and the ra lead impedance was low. The leads were capped and the device was explanted and replaced. No patient complications have been reported as a result of this event.